Event description:
It was reported that this implantable cardioverter defibrillator (ICD) alerted for out-of-range (oor) shock impedance. A review of the device data revealed that a measurement of 125 ohms had triggered the alert. Technical services (ts) recommended increasing the oor alert for this patient and doing further evaluation of system integrity should another alert occur. Further information was received indicating that a code 1005 was triggered, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Ts indicated that the right ventricular (rv) lead cannot be relied upon deliver full energy shocks in the future and suggested to revise this ICD system. Eventually, both the ICD and the rv lead were explanted and replaced with a subcutaneous implantable cardioverter defibrillator system. This ICD is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for out-of-range (oor) shock impedance. Review of device data revealed that a measurement of 125 ohms had triggered the alert. Technical services recommended increasing the oor alert for this patient and doing further evaluation of system integrity should another alert occur. The ICD and right ventricular lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) alerted for out-of-range (oor) shock impedance. A review of the device data revealed that a measurement of 125 ohms had triggered the alert. Technical services (ts) recommended increasing the oor alert for this patient and doing further evaluation of system integrity should another alert occur. Further information was received indicating that a code 1005 was triggered, indicative of an open circuit condition detected during shock delivery due to a high oor shock impedance measurement greater than 145 ohms. Ts indicated that the right ventricular (rv) lead cannot be relied upon deliver full energy shocks in the future and suggested to revise this ICD system. Eventually, both the ICD and the rv lead were explanted and replaced with a subcutaneous implantable cardioverter defibrillator system. This ICD was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. The recording of the error code was confirmed. A review of the device memory log and battery voltage revealed normal power usage. All therapy was available while the device remained implanted. X-ray imaging showed an intact plasma fuse. The device was put through and passed the returned products test, which involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Laboratory analysis was no able to confirm the clinical observation of high shock impedance. However, further analysis revealed a hole in the seal plug without clear evidence that the damage was induced by manual handling.